Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient received a 'settings not available' message. Pt also stated the ins was not stimulating at all. Pt tried all groups and got the same message. Pt confirmed they charged their ins yesterday and now ins was at 40%. Pt said they had no falls or trauma. The pt was directed to their healthcare provider and the pt reported they have an appointment scheduled with their healthcare provider next thursday. Pt said they would also be contacting their manufacturing representative to request the rep to meet the pt at the appointment. No symptoms were reported.